Manufacturer narrative:
Pump received with display anomaly-flashing mdt logo. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly-flashing mdt logo. Unable to download history files/traces using thump due to display anomaly-flashing mdt logo. Pump was cut open to perform visual inspection and found corroded electronic assembly, and moisture damage on the motor. No damage noted on the force sensor. Display anomaly-flashing mdt logo with audio alert due to corroded electronic assembly. The pump was received without a battery. The pump was received without the battery cap. The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. The sc1 cap and reservoir locked properly into reservoir compartment during testing. Unable to perform the history review 2 days prior to the 04-jul-2025 due to display anomaly-flashing mdt logo. Unable to perform the required tests due to display anomaly-flashing mdt logo with audio alert. Unable to confirm alleged high bgs. Display anomaly-flashing mdt logo with audio alert were confirmed during analysis due to corroded electronic assembly. Upload error confirmed (unable to download history files/traces using thump due to display anomaly-flashing mdt logo). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a flashing medtronic logo. The customer reported a blood glucose value of 24 mmol/l. The customer was treated with an insulin pump. The event involved product(s) mmt-1885. Troubleshooting was performed and the customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. Troubleshooting was performed for flashing the medtronic logo and the medtronic logo on the screen that was not a single flash. No further patient complications were reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.